Event description:
A new package of cobe spectra apheresis system was opened. The tubing was kinked, and we were unable to use it because of the kink. In the past, there was another kit with the same problem, but it was not saved. Unfortunately, the tubing is not visible through the packaging, so we cannot visually inspect new unopened devices from the same lot.